Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the left ventricular lead dislodged, causing a rise in threshold and intermittent phrenic nerve stimulation. Multiple episodes of noise were detected on the atrial lead, believed to be the result of damage from a prior procedure. The atrial lead was capped and replaced on (B)(6) 2018, and the left ventricular lead was replaced. The patient was stable.

Manufacturer narrative:
(B)(4) break" should have been submitted with the initial report.